Event description:
It was reported by the systems longevity study that the patient implanted with this implantable cardiac defibrillator and lead had expired. Further attempts by the clinical research study to receive further information about the cause of death and circumstances surrounding the death have been inconclusive at this time. No complaints, allegations, or previous contacts regarding the device or lead have been made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.